Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause of the malfunctions was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician center found missing thixotropic adhesive (ke45) on the forceps cover, and a cut in the pink rubber. There was no patient involvement.